Event description:
The pt contacted animas alleging that the pump was responding poorly to keypad button presses. The pt claimed that down arrow was not springing back as usual. The pt also claimed that the white icons had worn off of the buttons although the keypad was intact. In addition, the pt denied that the keypad was torn or peeling.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently unresponsive to backlight button presses. The keypad was removed and adhesive/contamination was observed under the button contacts intermitting keypad presses. All buttons were clicking and springing back normally. The pt did not suffer from any serious injuries due to the alleged issue.